Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the atrial lead exhibited loss of capture, noise oversensing and impedance issues. Additionally, chest x-ray revealed, that the atrial lead was dislodged. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.